Manufacturer narrative:
Device not returned at this time.

Event description:
It was reported that while drilling the femur tunnel the drill broke.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. However: a photograph was received for evaluation. Examination of the photograph shows a 4.5mm flexible endoscopic drill that has broken at the starting point of the double helix but does not provide any insight as to what may have caused the breakage. Without the return of the device a root cause cannot be determined. Device history review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.